Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest pain. Coronary angiography was performed and noted 90% stenosis in the distal right coronary artery (rca). One 3.5 x 23 mm xience xpedition stent was implanted in the distal rca and the patient was discharged on (B)(6) 2014. On (B)(6) 2018, the patient was re-hospitalized with chest pain and on (B)(6) 2018 a coronary angiography was performed. It was noted that the implanted xience xpedition stent was 100% restenosed. Two non-abbott stents and a 3.0 x 12 mm xience xpedition stent were implanted treating the re-stenosis. The patient was discharged on (B)(6) 2018 in good condition. No additional information was provided.